Manufacturer narrative:
The report of pump stoppage events was confirmed based on the evaluation of the submitted and retrieved system controller log files. Based on the log file analysis, at approximately 9:26pm on (B)(6) 2017 and again at approximately 9:50am on (B)(6) 2017 the log file captured drops in pump speed below the low speed limit, followed by brief pump stoppage events which lasted approximately 4 seconds and 3 seconds, respectively. During these events the driveline was momentarily captured as disconnected and the controller alarmed with low speed hazard and low flow hazard alarms. The first event occurred on battery support while the second occurred on power module support. The lvad in use at the time of the event was not returned for analysis and remains in use. As a result, the root cause of the events captured in the log file could not be conclusively determined. However, based on previous complaint experience, the events could be related to potential driveline wire compromise. Per reported information, the patient was tethered on a grounded patient cable and performed body movements without issue. The reported alarms were unable to be reproduced. The patient remains ongoing on a grounded patient cable without issue. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). (B)(6). Approximate age of device ¿ (B)(4). The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported on (B)(6) 2017 that the patient presented to an outside hospital, (B)(6) health, emergency department secondary to accidently dropping the system controller and batteries that morning. Reportedly, the lvad system experienced a pump stop when the patient turned over on the stretcher at 0950, while the driveline was securely attached to the system controller. The patient and emergency department nurse confirmed that the driveline was not disconnected at the time. Rescue tape was noted near the end of the bend relief as the driveline entered the system controller. The outside hospital lvad clinician reported that the patient could potentially have experienced short-to-shield and was placed on battery power. The reason for the rescue tape was not known. X-rays were submitted by the outside hospital and were found to be unremarkable by the manufacturer¿s technical services. The patient was transferred to their assigned center, (B)(6) medical center, for further evaluation. The lvad clinician exchanged the system controller and placed the lvad system on an ungrounded patient cable as a precaution. The patient performed body movements without issue and alarms were unable to be reproduced. The patient remained on grounded patient cable without issue; no alarms. On (B)(6) 2017, the manufacturer¿s technical services performed driveline evaluation onsite. No open wires were found during phase interrupter tests. The external portion of the driveline from the distal end to the skin exit site was palpated while the lvad was tethered on a grounded patient cable without issue. The lvad clinician requested two ungrounded patient cables for the patient.